Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software, product ID (B)(6), lot# serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the patient's handset will not connect to the pump because it is lagging at 90% again. Technical services assisted patient in clearing the data and patient was able to connect to their pump with no lag. Patient will call back if they need further assistance. Patient mentioned that they receive 4-5 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient reported the controller was not working again. The patient stated the handset took forever to connect to the pump. The patient stated they wanted to write down the instructions so they didn't have to call. The patient provided new health care provider (hcp) name. Patient services assisted the patient with clearing the data on the handset. The agent asked the patient to connect to the pump after clearing the data and the patient said they could not connect and that we had to find another way to do this. The agent asked if the patient cleared the data while the agent was providing instruction and the call was disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial # (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for at least 3 weeks the handset would get stuck at 90% when connecting to the pump. Patient stated today it would not connect to the pump for it kept saying no device found. The patient had messed with it for 15 minutes and turned it off and back on and it still would not. During call patient service walked patient through clearing patient data service and patient was able to connect to their pump. The troubleshooting steps that were taken on the call resolved the issue. Patient stated they get 3 to 4 boluses per day. Additional information was received from the patient calling back reporting 90% lag when connecting. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag. Patient would call back if they need further assistance.